Event description:
It was reported by the affiliated that the patient enrolled in the (B)(6) registry had had a band slippage. Band was repositionned. Band was slipped following an accident with a trolley. There were no adverse consequence reported.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted.